Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The high voltage capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was identified. The root cause of the extended charge time was an internal high voltage capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was changed out and replaced due to high charge time. Patient was in good condition following surgery.